Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not turn on and attributed it to a link electronic module (lem) board issue. Analysis further noted that the lower case "feet" were coming off. The device was to be scrapped due to a lack of available replacement parts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer was broken and would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.